Event description:
It was reported that a rise in capture threshold had been observed on the left ventricular lead. Device reprogramming was performed. On (B)(6) 2015, the lead was capped and replaced. The patient was noted to be in good condition throughout the event.

Manufacturer narrative:
(B)(4).